Manufacturer narrative:
The manufacturing site ID was previously reported as 3007566237. Additional review indicates the correct manufacturing site ID is 9614453. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Concomitant medical products: product ID: 64002, serial# unknown, implanted: (B)(6) 2014, product type: adapter. (B)(4).

Manufacturer narrative:
Analysis of an implantable neurostimulator (ins) found the battery was at end of service (eos) or elective replacement indicator (eri). Longevity was not met and the cause was unknown. The ins was at eos when it was received for analysis. The ins battery was low, but the output was able to be tested after resetting the eos bit. There was good stable output observed. A longevity estimate was performed based on the parameter history from the initial review of the ins when received for analysis. The impedance was taken from information in the mpxr report. The estimate indicated and expected life of 2.13 years to eri and 2.38 years to eos. According to the trace report taken from the ins, the battery depleted to eri in 5.7 months ((B)(6) 2014) and to eos in 9.3 months ((B)(6) 2014). Destructive analysis was performed on the ins. No visual or electrical anomalies were found with the hybrid circuit. The ins battery was depleted at 2.15 volts. Destructive analysis of the battery did not reveal any internal anomalies that would have caused premature battery depletion. The cause of the mismatch between the expected life and actual life could not be determined.

Event description:
It was reported that the clinician programmer showed an elective replacement indicator (eri) message at the patient's follow-up visit. This was reportedly premature. The patient had been programmed to 3v, 60 ¿s and 180 hz, and the implantable neurostimulator (ins) battery voltage was at 2.2v. Impedance testing indicated a reading of 700 ohms. The patient was still receiving effective stimulation. There were no patient symptoms associated with the event. The device was going to be replaced.

Event description:
Additional information received indicated that the patient had not experienced a shocking sensation or heating around the device pocket. Additionally, the patient had been programmed to continuous mode on electrodes 0-/1-/3+ and 4-/5-/7+ on programs 1 and 2 respectively. On (B)(6) 2014, it was verified that the device was at end-of-service (eos). Replacement was planned for a week later.

Event description:
Additional information was received which reported that the replacement had been performed on an unspecified date. The patient was doing well and receiving effective stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion code was updated.